Manufacturer narrative:
Qc results were acceptable. A field engineering specialist noticed particles in the procell syringe. He cleaned the procell lines. The customer has performed estradiol comparison testing and the comparison results have been acceptable. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys estradiol iii assay results for 2 patients tested on a cobas 8000 e 801 module. From the data provided, 1 patient had discrepant estradiol results. The initial estradiol result was 62.4 pg/ml with a repeat result of 42.6 pg/ml. It was unknown if the questionable results were reported outside of the laboratory. The estradiol reagent lot was 39404500 with an expiration date of 29-feb-2020.

Manufacturer narrative:
The patient sample was sent to another laboratory, and generated a result of 51.0 pg/ml. This result was reported as being correct. The investigation determined the root cause was the deterioration of the procell ii m system reagent for the e801 module. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.